Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced the broken latch. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the latch on the venous occluder head was broken. No other information was available. Diligence attempts were unsuccessful.